Event description:
It was reported that during the first follow-up device check the nurse found there was no pacing or sensing. The device was interrogated and it was determined that the right atrial (ra) lead was dislodged. The lead was repositioned and remains in use. It was noted that the patient was part of the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 6947m62 implantable tachy lead: (B)(6) 2014. A 4298-88 implantable pacing lead: (B)(6) 2014. (B)(4)